Manufacturer narrative:
Product complaint (B)(4). Additional information: h6: component code: g07002 - device not returned if further details are received at a later date a supplemental medwatch will be sent. No product available for return. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During continuous suturing, it was found that the needle was not attached from the beginning. It was not a control release needle. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.